Event description:
It was reported that following an MRI procedure, it was noted that the lead exhibited oversensing that had been recorded during the MRI. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.